Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. Additional observation related to the customer reported complaint: the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument pitch input failed to engage with the in-house system's sterile adapter during multiple attempts. Msc log review shows qty #5 engagement failures via error code 22020 indicating engagement failure on the pitch axis. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was not recognized after reinstalling it. The customer followed the message "install the instrument with arm correctly" but it didn't work. Additionally, there was a strange sound when shaking the instrument. The procedure was completed with no reported injury. On (B)(6) 2024, isi followed up with the customer and obtained the following additional information about the complaint: the nurse stated that they didn't see any fragments fall and the surgeon didn't mention any fragments falling either.